Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the doctor attached the bipolar device into the monopolar port. This activated the instrument and burned tissue on patient that was being removed in procedure. Additional information was received, stating the issue caused a burn on the uterus that was being removed during the surgery. The degree of burn was unknown but was described as a "surface" burn. There was no patient injury, as the uterus was already being removed.